Manufacturer narrative:
Company comment: the serious expected event of nodule at implant site was considered possibly related to the treatment. Seriousness criteria include the need for multiple medical interventions to prevent permanent damage. The potential root cause is the treatment procedure. Potential contributory factor include off-label use of product and injection technique. The sculptra was intentionally misused (reconstituted). The case meets the criteria for expedited reporting to the regulatory authorities. Product note: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. Lot number was not reported and the product could not be verified. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate and no additional investigations will be conducted. Recommendation for corrective and preventative action: sculptra-no corrective or preventive actions are deemed necessary based on the performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 08-jul-2022 from a nurse practitioner concerning a 48-year-old female patient. Additional information was received from a registered nurse on the same day. The patient had no known medical history or allergies. The patient had previously received treatments with vollure on (B)(6) 2021 and 2 vials of sculptra on (B)(6) 2021 to face and neck for cosmetic indication without incident. On unknown dates, the patient had received unspecified covid-19 vaccines. On (B)(6) 2022, the patient received treatment with 2 vials of sculptra to anterior neck (unknown lot number, injection technique and needle type). The sculptra was injected to anterior neck (off label use of device). According to injecting nurse, each vial of sculptra was mixed with 14 ml of bacteriostatic water/4 ml of bicarbonate (intentional device misuse) [water for injection] but the reporting nurse clarified that sculptra was reconstituted with 4 ml of lidocaine [lidocaine] and 4 ml of bicarbonate [sodium bicarbonate], in total 10 ml. On an unknown date in 2022, the patient had experienced about seven bumps/nodules (implant site nodule) on anterior neck. On (B)(6) 2022, the patient received treatments with hylenex [vorhyaluronidase alfa]. During hcp visit on (B)(6) 2022, the patient reported about nodules. The patient was treated with the combination of 1 ml of lido [lidocaine hydrochloride], 1 ml of 5fu [fluorouracil] and 2.5 ml of kenalog 10 [triamcinolone acetonide] on (B)(6) 2022. The nodules were still present, there was minimal improvement after multiple treatment sessions. Outcome at the time of the report: bumps/nodules was not recovered/not resolved/ongoing. Sculptra was injected to anterior neck was recovered/resolved. Each vial of sculptra was mixed with 14 ml of bacteriostatic water/4 ml of bicarbonate was recovered/resolved.